Manufacturer narrative:
According to the customer, "the remote cables are frayed and it sparked fire and smoke when trying to use. No injuries reported. She stated they have to hold it a certain way for it to work." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the remote cables are frayed and it sparked fire and smoke when trying to use. No injuries reported. She stated they have to hold it a certain way for it to work."